Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012048509); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with stenosis, when the valve and delivery catheter system were inserted via the in-line sheath, an intimal vascular injury occurred. This intimal injury was not noted until after valve implant and wound closure. Subsequently, a femoral cut down procedure was performed due to high branching anatomy. The procedure was performed using a narrow blood vessel, which resulted in a mistakenly punctured superficial femoral artery. As the repair could not be carried out successfully, a stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with stenosis, when the valve and delivery catheter system (dcs) were inserted via the in-line sheath, an intimal vascular injury occurred. This intimal injury was not noted until after valve implant and wound closure. Subsequently, a femoral cut down procedure was performed due to high branching anatomy. The procedure was performed using a narrow blood vessel, which resulted in a mistakenly punctured superficial femoral artery. As the repair could not be carried out successfully, a stent was placed. No additional adverse patient effects were reported. Additional information was received that the dcs access site was the right femoral artery, and the injury occurred around the right proximal superficial femoral artery.